Event description:
It was reported that high pacing thresholds were observed due to the lead not properly connected to the header. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Manufacturer narrative:
The reported connection issue was reproducible in the laboratory. Connection issue between the leads and header was found during bench testing. The device met all specifications during electrical testing.